Event description:
It was reported the patient received 10 inappropriate shocks due to noise on the right ventricular (rv) lead. The lead exhibited short interval counts (sic) and oversensing. The rv lead detections were turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity cou nter) and falling impedance on the right ventricular (rv) coil.